Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had triggered three alerts due to high out-of-range shock impedance measurements since september 2019. The most recent alert from (B)(6) 2022 was triggered due to a high out-of-range shock impedance measurement of 126 ohms. Technical services (ts) suggested continued monitoring. This rv lead remains in service. No adverse patient effects were reported.